Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: screw was implanted in patient approximately one year ago, (B)(6) 2012 for a distal radius fracture. On (B)(6) 2013 surgeon was removing the va locking screw and it broke just below the screw head. Surgeon whittled away at around the thread by use of kirschner wire; he removed the thread remaining inside of the bone by use of long nose pliers. Surgeon noted it was too hard to remove the screw a year after implantation.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The product was returned and the investigation is ongoing.

Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation shows that the shaft is broken apart due to mechanical overloading during use. The visible signs at the screw indicate hard applied torsional force on the screw. The broken surface is homogenous which indicates material conformity. Excessive applied force while removal procedure may be the most possible reason for this breakage. No product fault could be detected.

Event description:
This is 1 of 1 report for complaint (B)(4).